Event description:
The dealer reported that the standard wheelchair had bent brackets which hold the pins in place for the leg rests. This issue could cause product instability and could cause the user to not have the needed leg support for their condition.